Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter's phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a tear in the preloaded intraocular lens (iol). The issue was observed when inserting the lens into the patient 's eye. The lens was removed and replaced with the same model and same diopter lens in the same procedure. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4/8/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was advanced to a lens that was stuck in the cartridge tip. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be deformed where the lens is stuck and stress marks were also observed; however, were in specification for a used device. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly, plunger rod and plunger rod advancement were inspected revealing no issues. The lens could not be removed from the cartridge for evaluation; however, the lens was observed to be torn in the cartridge tip; and one portion of the lens was crumpled. No further evaluation was performed. Conclusion the complaint issue "lens damage" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.